Event description:
Contact reported that as the surgeon was positioning the pipeline retractor, the edge of the expansion blade tore the dura. The surgery time was extended to repair the dural tear. The procedure was completed and there was no adverse patient injury as a result of this event. As surgical intervention occurred and MDR is being filed to document this event.